Event description:
The lay user/patient contacted lifescan (lfs) in 2009, and alleged that one touch basic meter was showing "not ok" message after powering on the meter. The patient was unwilling to troubleshoot with the customer service agent (csa). Replacement products were sent to the patient. This complaint is being classified based on the available information, as the patient could not be contracted by lfs to obtain the additional information. The patient indicated that the alleged issue first started in the same day. It is unknown whether he was able to test his blood sugar after the alleged issue or not. He mentioned about experiencing "sweatiness" sometime after the alleged issue started. It is unknown what treatment did he receive to treat his symptom. This complaint is being reported, as the patient allegedly experienced "sweatiness" sometime after the reported issue started. It is unknown whether he was able to test his blood sugar after the alleged issue or not. Diabetes care management: he tests his blood sugar four times daily and takes unknown pills to manage his diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.